Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer was treating with a bolus when alarm occurred. Customer reported they were able to complete rewind. Advised customer to discontinue the use of the insulin pump and revert to back up plan.